Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with a superficial wound with possible cellulitis. The patient was started on IV antibiotics and was placed on oral antibiotics at discharge. Blood cultures showed no growth, wound cultures were gram positive organisms. The event resolved without sequelae.

Event description:
It was reported that the event resolved on (B)(6) 2018.

Manufacturer narrative:
Section b5: correction to event stop date. Section h6: correction to conclusion codes. No further information was provided. The manufacturer is closing the file on this event.